Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown case, the blade broke off of the device. The blade did not fall into the patient. There is no information regarding how the case was completed. No patient information known by the caller.